Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient who underwent surgery to implant the synergy toric intraocular lens (iol) in the left eye had postoperative results that were not as expected. The patient had measurements indicating discrepancies in the axial lengths of her eyes, which may have contributed to the unsatisfactory outcome. It was mentioned that the average radius of curvature of the right eye -2.28mm is greater than the average radius of curvature of the left eye. Through follow-up, we learned that the lens was explanted and another iol was implanted. No further information was provided.